Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'does not register closed door' was reproduced as a 'door not fully latched' alarm. Evaluation found that the door was physically difficult to close. A review of the event history log revealed multiple "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the 'door not fully latched' condition was determined to be the binding link. The link requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not register a closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.